Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the several short battery life occurrences were recorded in the pump history. Evaluation revealed that the display was faded and discolored. There was evidence of corrosion in the display. The pump failed a leak test due to a crack in the pump case. The pump was opened and corrosion was observed on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. The pump failed a leak test due to a crack in the pump case. There was evidence of corrosion on the display and on internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.